Event description:
Device appears to be intermittently over-sensing on the right ventricular lead on electro grams (egm) dated (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).